Event description:
The customer reported that the clear insulation fell off of the device during the procedure. It did not fall into the pt cavity. Another device was used to complete the procedure and there was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.